Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The provider states the lift is going up and then goes down quickly. This is only happening when there is weight on the lift.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the actuator housing was damaged, so it could not be tested and therefore the original complaint issue could not be confirmed.

Event description:
The provider states the lift is going up and then goes down quickly. This is only happening when there is weight on the lift.